Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test result of 300 mg/dl. The customer's laboratory blood glucose test result is 99 mg/dl. The test strip lot# requested but not provided. Adverse event not reported.